Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Product development event evaluation was performed. The returned insertion handle was assembled to the returned aiming arm. Using a protection sleeve, drill sleeve and trocar it was found that there is proper alignment from the aiming arm to the tfn screw hole. The device shows evidence of being used extensively over that time. This complaint is invalid based on the inability to replicate the complaint condition. Placeholder.

Event description:
During a tfn procedure, the surgeon reportedly stated there is something wrong with the targeting on our instruments. The surgeon felt the drill bit for the locking screw was grazing the nail intramedullary. The surgeon was unable to determine which instrument might be causing the issue. The surgeon was able to use the instruments to complete the procedure with no adverse effect to the patient. This is report 1 of 2 for event #(B)(4).